Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the buttons weren't working on the insulin pump. Customer's blood glucose was 155 mg/dl at the time of the incident. Customer stated that when he went to give a temp basal, all the buttons were not working. Customer stated that he did sweat on the pump during a hike. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.